Manufacturer narrative:
It was reported that the white cap was pulled from the device to try and figure out what happened when the device would not properly work. The white cannula cap did not fall into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Cannula cap was missing. No other visual damages were presented on the returned device that was used in medical procedure. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that a patient underwent a hernia repair procedure and absorbable straps were used. The cannula cap was missing upon analysis. The procedure was completed using a like device. There were no adverse patient consequences.